Event description:
The customer reported 12-lead ECG v2 and v6 signal loss. There was no patient impact.

Manufacturer narrative:
The customer reported 12-lead ECG v2 and v6 signal loss. There was no patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.